Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited diagnostics anomaly, it showed a lower battery longevity remaining. The device was again interrogated the next day; the device took a longer time to interrogate and immediately lost telemetry with the programmer. The device was explanted and replaced on (B)(6) 2018. The patient was in stable condition prior and post procedure.

Manufacturer narrative:
Final analysis confirmed the complaint of battery longevity reading low. The complaints of slow interrogation and loss of communication were not confirmed. Remaining battery capacity indicator was showing low when received. The device was exposed to below freezing temperatures before implant. Exposure to cold temperature can result in a temporary low battery voltage measurement, which could result in the reported low remaining battery capacity displayed at time of implant or shortly after implant. Further analysis performed indicated that the device exhibited normal device characteristics; device was able to communicate through bluetooth communication and maintain telemetry.